Event description:
On (B)(6) 2013 patient reported the insulin cartridge of the infusion device is leaking during use. Patient stated this issue occurred with 2 cartridges from the same box yesterday and then today. Patient reported the insulin did not pour out of the cartridge compartment. Patient stated he shook the infusion device in order to try to get the insulin out, but did not dry the cartridge compartment with a dry cloth or cotton swab. Patient is unsure if he has a different box of cartridges to try. Patient is using a competitor's infusion set. Patient reported the leak is causing him to experience elevated blood glucose levels. Patient's normal blood glucose level is 100-130 mg/dl. Patient stated his blood glucose level is currently 400 mg/dl. Patient reported he bolused to attempt to bring his blood glucose level back to normal. No outside assistance was required. Advised patient to change cartridge as soon as possible or switch to backup therapy. Product was replaced and requested return of the alleged insulin cartridge for evaluation.

Manufacturer narrative:
It was unknown what the expiration date of the insulin cartridge is. It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
Conclusion the complaint describing a leakage cannot be verified. Cartridge meets the specification. Result cartridge: the received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. Adapter: the adapter is contaminated without function lost. The problem mentioned by the customer could not be reproduced.